Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly. It was observed that the h-bridge circuit was damaged and that the pcb was compromised. Diodes, designators cr24/cr27/cr7 on the biphasic pcb assembly had all shorted. Transformers, designators t2/t3/t4 on the biphasic pcb assembly had electrical heat damage. Due to the extent of the damage, a conclusive cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the biphasic pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not pass its user test and had logged an event code into the memory. A defibrillation shock test was done, and the device prompted that an abnormal shock was delivered. It was then observed that the device would not charge defibrillation energy anymore; any charge was immediately removed. There was no patient use associated with the reported event.